Event description:
It was reported that during a surgical revision due to recurrent cholesteatoma, the electrode lead has been accidentally cut. Therefore it was necessary to explant the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.